Event description:
The patient presented for a device implantation procedure and received an endurity pacemaker along with a tendril lead. The procedure was complicated by a large left-sided pneumothorax, which resolved following chest tube placement. The patient made a full recovery and was subsequently discharged.